Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, normal low battery alerts were found on 08/03/2025 19:44:00 and 07/16/2025 08:05:00 found in the history files or traces. Battery cycle 3.0 received the lowbatteryalert (104) on 08/03/2025 19:44:00 after more than 7 days at 18.47 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/16/2025 08:05:00 after more than 7 days at 16.27 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Confirmed pump alarmed insulin flow blocked alarm on 07/06/2025 18:08:37.000 and 07/06/2025 18:09:12.000 during bolus found in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched case. Per observation that the knit line near the belt clip plate is normal. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected and unexpected no delivery/occlusion alarms were not confirmed. Cosmetic damage crack on the pump was not confirmed, however, other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced changing batteries every 7days or less, an insulin flow blocked alarm, and a hairline crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-399a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-399a, mmt-332a.